Event description:
Following the intraoperative repair of 7 year old male's bladder and ureters for vesicoureteral reflux, a 10 fr bardex all - silicone catheter with 3cc balloon (#165810) was inserted to protect the healing bladder. After several hours, staff was notified that no urine had passed from the foley. Although poor urine output is not uncommon after this procedure due to transient edema of the ureter, no urine was unexpected. Rptr attempted to flush the catheter meeting substantial resistance, rptr attempted to dislodge potential clots by passing a guide wire into the tube but was unable to do so due to great resistance. Rptr finally decided to change the catheter despite the fresh bladder repair. The new catheter passed easily and a large amount of rose colored urine passed into the collection bag. The old catheter was defective. No draining hole had been drilled into the tip of the catheter by the MFR.